Event description:
During a case, part of the distal portion of a vapr hook electrode broke off into the pt.

Event description:
Co's rep is reporting that during a case of the distal portion of a vapr hook electrode broke off into the pt.